Event description:
Boston scientific received information that during defibrillation threshold testing, this implantable cardioverter defibrillator (ICD) detected large and small signals; the right ventricular lead had been placed high on the septal wall. The patient had very fine ventricular fibrillation which resulted in two dropped beats. The device diverted, redetected and shocked the patient.

Manufacturer narrative:
No adverse patient effects were reported and the device and lead remain in-service. Should additional information become available, this event will be updated.